Event description:
It was reported that this patient presented to the clinic due to hearing tones from their implantable cardioverter defibrillator (ICD) device. The patient had been hearing the device tones for approximately one week. Upon interrogation, the device was found to be in safety mode with limited critical therapy still available. The healthcare provider (hcp) indicated that the patient had not had any recent procedures, had not been receiving radiation therapy and has had no recent travel. The hcp also noted that there were no fault codes associated with the device. Subsequently, a boston scientific representative indicated they were unable to interrogate the device prior to performing the device replacement procedure. Boston scientific technical services (ts) provided guidance to place a magnet over the device and if there were no audible tones, then the device has no therapy capacity. Ts indicated that they should still consider using short bursts of cautery. The device was successfully explanted and replaced that day. No additional adverse patient effects were reported. Subsequent information provided by the explanting hospital indicates this ICD device also exhibited premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient presented to the clinic due to hearing tones from their implantable cardioverter defibrillator (ICD) device. The patient had been hearing the device tones for approximately one week. Upon interrogation, the device was found to be in safety mode with limited critical therapy still available. The healthcare provider (hcp) indicated that the patient had not had any recent procedures, had not been receiving radiation therapy and has had no recent travel. The hcp also noted that there were no fault codes associated with the device. Subsequently, a boston scientific representative indicated they were unable to interrogate the device prior to performing the device replacement procedure. Boston scientific technical services (ts) provided guidance to place a magnet over the device and if there were no audible tones, then the device has no therapy capacity. Ts indicated that they should still consider using short bursts of cautery. The device was successfully explanted and replaced that day. No additional adverse patient effects were reported. Subsequent information provided by the explanting hospital indicates this ICD device also exhibited premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
Information indicates the device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this patient presented to the clinic due to hearing tones from their implantable cardioverter defibrillator (ICD) device. The patient had been hearing the device tones for approximately one week. Upon interrogation, the device was found to be in safety mode with limited critical therapy still available. The healthcare provider (hcp) indicated that the patient had not had any recent procedures, had not been receiving radiation therapy and has had no recent travel. The hcp also noted that there were no fault codes associated with the device. Subsequently, a boston scientific representative indicated they were unable to interrogate the device prior to performing the device replacement procedure. Boston scientific technical services (ts) provided guidance to place a magnet over the device and if there were no audible tones, then the device has no therapy capacity. Ts indicated that they should still consider using short bursts of cautery. The device was successfully explanted and replaced that day. No additional adverse patient effects were reported.